Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that foreign material adhered to the whole instrument including the air/water nozzle and inside the channels. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. According to the provided image from the olympus local service department, the foreign material in the channel was seemingly a piece of endo therapy accessories or cleaning brush. Moreover, brownish red foreign material was found throughout the subject device. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. Process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. Facility staff were not well trained on reprocessing and/or device handling (including handling, and combability of accessories and/or cleaning brush) in accordance with the instruction manual.